Event description:
Ethicon echelon flex powered plus stapler would not fire when attempting to staple the stomach (device #1). Peri-strips were on staple reloads. Stapler has fired with peri-strips on before. Stapler was replaced. Second stapler also misfired when attempting to staple stomach (device #2). Switched to covidien stapler.